Event description:
During use in the patient, it was reported that the outback needle would not retract fully. There was no report of patient injury. No additional patient or procedural information is available as per the reporting account. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.